Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the trocar was easily inserted by the surgeon, 10 minutes later the balloon busted. The trocar was removed on total/all components and was sequestered. A new device was opened and inserted. No injury.